Event description:
Falsely elevated troponin I results of 1.4, 1.2, and 1.0 ng/ml were obtained results were reported to the physician. The same samples were tested on the same instrument and results of 0.04 ng/ml were obtained. Cardiac catherization was performed on one patient. However, there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was broken hm casette, creating ineffective washing of samples in vessels.